Event description:
It was reported that bd maxzero needless connector was leaking. The following information was received by the initial reporter with the following: it was reported by the customer that the valve may be malfunctioning.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.